Event description:
Olympus medical systems corp. (Omsc) was informed from pharmaceuticals and medical devices agency with the report from the user, it was found that pseudomonas aeruginosa similar to that of the previous procedure was detected in 6 patients who were used the duodenovideoscope. The details of the process are as follows. On (B)(6) 2021 an endoscopic retrograde cholangiopancreatography (ercp) and bile duct stone removal were performed using the subject device, and bile culture was performed at that time. After that, pseudomonas aeruginosa, klebsiella, citrobacter-positive with pot number (B)(4). On (B)(6) 2021 this patient was recovered and discharged. On (B)(6) 2021. There is a report of detection of pseudomonas aeruginosa with pot number (B)(4). The user facility thought it was already owned by the patient. On (B)(6) 2021. Since (B)(6) 2021, pseudomonas aeruginosa with pot number (B)(4) was detected in bile or blood samples of 4 patients who underwent ercp using the subject device. On (B)(6) 2021 the same pot-type pseudomonas aeruginosa was detected from the subject device. Omsc is submitting this MDR according to the number of the patients, and this report is for the 5th patient (m.s.). The details of the 5th patient (m.s.) Is as follows. (B)(6) 2021; uses tjf-260v, (B)(6); uses tjf-260v, (B)(6); uses tjf-260v patient: m.s. Diagnosis: bile duct stenosis after hepatocellular carcinoma and recurrence course: ebs was indwelling due to postoperative bile duct stenosis. (B)(6); ercp was performed due to cholangitis, and enbd was placed. At that time, not only bile duct stenosis but also hcc recurrence and tumor thrombus were suspected, and multiple ercp (p. Aeruginosa and 4 other bacterial species were detected in bile culture on (B)(6)) and ptbd were performed. July 24; discharged due to good progress. On (B)(6); eternal sleep due to progression of the underlying disease. The user completed the intended procedure with the subject device. Currently the user does not use the subject device. The user reported this event to a local ((B)(6)) public health center. Omsc was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. On (B)(6) 2021 exterior (with distal end cap, dry cotton swab wipe): gnc (+). Exterior (with distal end cap, wet cotton swab wipe): gnc yeast (+). Distal end (without cap, wash): s. Epidermidis (+). Distal end cap (shake): s. Epidermidis (+). Forceps elevator (outer wipe): s. Epidermidis (1+). Suction channel: c. Glabrata (1+). On (B)(6) 2021 air/water valve: gpr (+). Air channel: gpr (+). Distal end cap (sonication): bacillus (+). Suction channel: e. Faecium, c. Glabrata (+). On (B)(6) 2021 suction channel: e. Faecium, c. Glabrata (+). Liquid spilled on the workbench during recovery after removal of the stent: s. Capitis, e.faecium, c. Glabrata (+). Brush insertion: e.faecium, c. Glabrata (+). Liquid leaked from the water channel: p. Aeruginiosa (1+), e. Faecium (+) pot number (B)(4) collect after removing the brush (instrument channel port): e.faecium, c. Glabrata (1+). Distal end (sonication): c. Glabrata (1+), b. Cereus (+). Brush body: alpha-streptococcus (1+), s. Aureus (+), cns (+), c. Glabrata (+). The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3/4, using peracetic acid.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user, there was the possibility that this phenomenon was attributed to the cleaning, disinfection and sterilization (cds) was insufficient and/or inappropriate.

Manufacturer narrative:
There is more information on the device evaluation. Correction is being made for information not included in the submitted mdrs (customer reprocessing information, e1, g2, h4, h6). This supplemental report is being submitted to provide this information. Reprocessing information of the facility: · air/water (aw) channel cleaning adapter is not used. · it is unknown whether the biopsy channel was brushed. · it is unknown whether the suction channel was brushed. · it is unknown whether the biopsy port was brushed. · it is unknown whether the forceps elevator was brushed. · the reprocessors used are oer-3 and oer-4, but the serial number and the date when the disinfectant was last replaced are unknown. Based on the following investigation results, it is most likely that this device was related to the infection of the patient. Pseudomonas aeruginosa with pot number "307-0" was detected in bile cultures and/or blood cultures of the patient. As a result of the third culture test of the device at the facility, pseudomonas aeruginosa with pot number "307-0" was obtained from the sampling solution of the air supply/water supply channel. Of the total of three culture tests conducted at the facility, c. Glabrata was detected in the suction tube in all the results, and e. Faecium was detected in the suction tube in the results of the second and third culture tests. From the confirmation results of the reprocess procedure at the facility, it was confirmed that there was a clear deviation from IFU that the air/water supply channel cleaning adapter was not used for cleaning the aw channel. Based on the following investigation results, regarding the positive culture results of the device it is most likely that the reprocessing of the device was insufficient. Since the product was not returned, visual confirmation and functional inspection could not be performed.